Event description:
It was reported that the monopolar curved scissors instrument would not cut. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the scissors do not fully close due to damage on one blade. One blade has a burr on the shearing surface just below the midpoint that acts as a mechanical stop for the other blade. As a result, scissors cannot cut latex through entire blade length. Burr appears to have been caused by shearing action of blades. Electrical continuity passed. Engineering also observed the main tube to have an 1.2 inch long section with light material removal on one side of the tube. The damaged area is 3.5 inches above tube extension, parallel to tube axis and has a rougher surface finish than the remainder of the tube. Tube damage may be caused by a defective cannula. No other damage was found. A follow-up MDR will be submitted if add'l info is received.